Manufacturer narrative:
(B)(4). Investigation results: the returned accumax 1000 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 279.3 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured less than 1 mm and appeared fractured and detached/separated. Examination under magnification confirmed the pattern of the tip is consistent with a fracture. There was no light from the sma connector, indicating a fracture within the fiber connector. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the fiber tip was fractured and detached/separated. Additionally, light from the sma connector was distorted, indicating a fracture within the fiber connector. It is likely that procedural handling of the device during set-up contributed to the detached/separated fiber tip and fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Although the reported event was not confirmed, review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific on january 18, 2021 that an accumax 1000 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2021. According to the complainant, during the preparation, the coating near the fiber tip was coming off. The procedure was completed with another accumax 1000 laser fiber. There were no patient complications reported as a result of this event. The device was returned and investigation revealed the laser fiber tip detached and the laser fiber broken within the connector.